Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue but occlusion recurred. Customer reverted to an alternate form of insulin delivery. Customer blood glucose was >400 mg/dl at time of event. Elevated blood glucose was addressed with a manual injection. There was no reported adverse impact.